Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had poor water supply, separation. The reported issue occurred prior to use for a diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that a foreign object was inside the nozzle due to insufficient cleaning. Additional findings were as follows: due to clogging of nozzle, no water is fed, due to deformation of up/down knob, water tightness is lost, the scope connector cover unit, the scope connector, the protector of universal cord on scope connector side, the universal cord, the grip, the scope cover, the switch box, the lock engagement lever, the free/engage knob, the up/down knob, the right/left knob, the control unit, the adhesive on bending section cover, the plastic distal cover end, the connecting tube all have a scratch, the control unit has discoloration, due to clogging of nozzle, no air is fed, the adhesive on bending section cover has a crack, the adhesive on the bending section cover has a chip, the bending tube was deformed, due to wear of angle wire, the play of up/down knob is out of the standard value, and due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. It is unknown if there was a time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: uknown if flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Unknown if brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were abnormalities on the accessories used for reprocessing but did not provide any details. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A definitive root cause of the presence of foreign matter in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. /gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.